Event description:
It was reported that when the pocket was closed, noise was observed on the bipolar channel. The noise was consistent and reproducible- when the physician moved his hands over the tissue. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the noise anomaly reported in the field was confirmed via review of the stored egms. The noise appeared to be external. The device was tested on the bench and on the automated system. No anomalies were found. The device's functionality was found to be normal.